Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the power switch was not working as the device would not turn off; the handpiece switch was stuck and was missing the black button. The o-rings, poppet housing, poppet spring, derm hinge, and derm poppet were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends. G2: foreign, event occurred in belgium.

Event description:
It was reported that outside of surgery, the on and off function button did not work, the device stayed on. After final investigation, it was confirmed that the black button was missing. There was no patient involved. Due diligence is complete.